Manufacturer narrative:
Product complaint #: (B)(4). Additional pro-code: kwp, osh, mnh, kwq, mni. Complainant part returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that uniplanar screws were removed from the patient that found to be slightly bent at collar level, it was perpendicular from the natural screwhead axis. It was also important to note: the ablation of these screws has no relationship, nor reasons, with the bending issue announced in this complaint. This report is for one (1) viper system cannulated uniplanar screw 5.5 x 5.0 x 30mm. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the viper uni screw 5x30mm ti (p/n: 186720530, lot number: rl271259) was received at us cq. Visual inspection of the complaint device showed the shaft of the screw was bent perpendicular to the rotation axis. The threads also had small deformation damage. This complaint is confirmed as the shaft of the screw was bent perpendicular to the rotation axis. The threads also had small deformation damage. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot = a review of the receiving inspection (ri) for viper uni screw 5x30mm ti was conducted identifying that lot number rl271259 was released in a single batch. Batch1: lot qty of units were released on 31 aug 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.,a review of the receiving inspection (ri) for viper uni screw 5x30mm ti was conducted identifying that lot number rl271259 was released in a single batch. Batch1: lot qty of units were released on 31 aug 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review = the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.,the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the receiving inspection (ri) for viper uni screw 5x30mm ti was conducted identifying that lot number: rl271259 was released in a single batch. Batch1: lot qty of (B)(4) units were released on august 31, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper uni screw 5x30mm ti (p/n: 186720530, lot number: rl271259) was received at us customer quality (cq). Visual inspection of the complaint device showed the shaft of the screw was bent perpendicular to the rotation axis. The threads also had small deformation damage. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the shaft of the screw was bent perpendicular to the rotation axis. The threads also had small deformation damage. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.